Manufacturer narrative:
(B)(4). Date sent: 9/6/2023. Additional information was requested and the following was obtained: does the surgeon believe there was a deficiency with the stapler? Does the surgeon believe the patient had any underlying condition where the staples didn't hold? The staple fired well but this patient just doesn't heal correctly or mount an appropriate inflammatory response to scare in sutures or staples.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. Additional information was requested, and the following was obtained: was a leak test performed? No - no anastomosis performed. Was the staple line visualized endoscopically during the initial surgical procedure? Case was open - stapling distal and proximal was visualized and appeared satisfactory. How many days postoperative did the leak occur? Day 2. Patient was brought back he /she had not been released as it was planned to bring back patient 2 days later to perform anastomosis. How was the leak identified?when patient was brought back as intended surgeon observed staples has fallen from both right and left side of resection only observed stales in center of large bowel. What was observed at the site of the leak upon reoperation? More information needed from customer. How was the leak addressed? More information needed from customer.

Event description:
It was reported that during an open bowel resection to correct diverticulitis on an extremely ill patient they decided not to create an anastomosis. Forty eight hours later they brought the patient back to create one and discovered there were no staples on either end of the colon and the presence of free perforation. They corrected this and at a later date operated again to create the anastomosis. The patient is doing fine.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2023, d4 batch # unk, b3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.